Manufacturer narrative:
H.6. Investigation summary: 102 sealed 32g x 4mm pen needle samples were returned from lot. No. 8346606, cat. No. 320561. Clog testing was carried out as per tp700483 on all 102 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that a needle clog occurred with a bd micro-fine¿ insulin pen needle. The following information was provided by the initial reporter, "the needles are impermeable / clogged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with a bd micro-fine¿ insulin pen needle. The following information was provided by the initial reporter, "the needles are impermeable / clogged."